Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified cephalic vein. A 3.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form at the distal part near the tip when inflated at 6atm for 5 seconds upon first inflation. The device was able to remove from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.